Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation. Further information requested but not received.

Event description:
Related manufacturer reference number: 1627487-2020-21733, related manufacturer reference number: 1627487-2020-21734. It was reported that the patient was experiencing ineffective therapy. As a result, the patient's system was explanted on an unknown date in 2014.